Event description:
Customer alleged lift will not keep the air when a patient is lifted. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9805p, (B)(4) is approximately 3 years 5 months old. The owner's manual part number 1024492 rev e (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The caregiver stated that the hydraulic lift pump will not keep air when the consumer is being lifted. A dealer representative inspected the lift on site in (B)(4) 2012 and stated that the lift was operating fine. In (B)(6) 2012 the incident occurred. The consumers daughter stated that they have been using the lift for approximately 3 years. The consumer's daughter is unsure if the sling is an invacare model, however stated that it was a mesh sling. At the time of the incident, the consumer was being transferred from the bed to her power chair. The lever allegedly released causing the consumer to fall to the floor. The consumer's flooring is carpet. The consumer allegedly sustained injury to her back and stomach. Her caregiver and her daughter massaged her back and provided her with over the counter pain medication. The caregiver also assessed the consumer. The consumer did not seek further medical attention. The dealer did come out and assess the unit. They did not replace any parts on the unit and confirmed that the lift was working as intended. The consumers daughter stated that it is difficult to manually pump up the lift when her mother is in the unit - the caregiver is a (B)(6) male. The consumers daughter wants to exchange the current lift for an electronic model. Invacare is unable to provide consumer an upgraded model, we could only replace with the model that she currently has. Invacare advised the daughter that she needs to work with the dealer and medicare to upgrade. At this time invacare is awaiting for a call from the dealer.